Manufacturer narrative:
Device received with missing segments/partial display due to bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments/partial display. Device had broken battery tube threads, broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the part of the screen was black of insulin pump. The customer¿s blood glucose level was 150 mg/dl. The customer was assisted with troubleshooting for partial display. Customer reported that when programming the carbs it was not showing the whole numbers. The customer was also reported that battery cap area was chipped. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.